Event description:
It was reported that the collimator was loose. There was neither injury reported nor patient involvement. The concern was for a serious injury if the collimator were to fall on a patient or an operator.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that one screw was holding the collimator while the rest of the screws were missing. The fe installed new screws and returned the product back to service. Proper preventive maintenance is currently in place per the ge preventative maintenance to detect this type of issue.